Event description:
This procedure is part of the (B)(6) study: after making multiple atherectomy passes with a turbohawk, angiography showed a site of extravasation. An angioplasty balloon was placed across region. Repeat angiography showed no further extravasation.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.